Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the coupling shaft could be solved by hand and the ball ((B)(4)) was missing, therefore no torque measurement is possible. No glue at the coupling shaft visible. The root cause could have been handling error, if the torque limiting attachment was used counterclockwise. The torque limiting attachment is repairable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a torque limiting attachment came apart during a clavicular open reduction internal fixation (orif) procedure. There was no patient harm or surgical delay. The procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.